Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item #: 00784801400, item name: modular neck, lot #: 60698198, item #: 00801803602, item name: femoral head, lot #: 61734546, item #: 00630500036, item name: neutral poly liner, lot #: 61655325, item #: 00620206022, item name: shell porous with cluster holes, lot #: 61663568, item #: 00625006530, item name: bone scr self-tap, lot #: 61687179, item #: 00625006535, item name: bone scr self-tap, lot #: 61687229.

Event description:
It was reported patient underwent left hip revision approximately seven years post-implantation due to periprosthetic fracture. Attempts have been made and no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Radiographs provided were taken five years before the incident and showed no fracture of the bone, no radiolucency, no malposition, and no complications were noted. Bone quality appeared normal. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.